Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screwdrivers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction internal fixation surgery with the rfna, retention pin, and the screwdriver for a left femoral diaphyseal fracture. The screw was inserted into the second hole from the proximal with the retention pin and screwdriver. When the surgeon tried to assemble the retention pin to the screwdriver for insertion at the fourth hole from the proximal, they could not be assembled. It was confirmed that the retention pin¿s thread part was broken. Since the screw was grasped by the retention pin during screw insertion at the second hole, it might have broken in the middle of screw insertion. There was no broken piece on the surgical instrument table, and the image did not show the broken piece. The broken piece might remain in the screw head when the retention pin was loosened after second screw insertion. The screw was inserted into the fourth hole with only the screwdriver. The surgery was completed successfully with no delay. This report involves one unk - screwdrivers: trauma. This is report 1 of 2 for (B)(4).